Event description:
This report is related to the uv transfer set. A nurse contacted baxter's technical service center to report a connection issue between a uv transfer set and a titanium adapter, which occurred during use. There was no patient injury nor medical intervention indicated at the time of the initial report. The sample was reported to be unavailable and there was no report of patient outcome.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The reported issue was not confirmed, as the device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.